Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 17 march 2017. The fse determined the sample probe was bent out of shape. The engineer ordered and replaced the sample probe. The engineer reported the customer resumed operations. The aia 360 was working as intended. No further action required by fse. The probable cause of the event was the sample nozzle

Event description:
On (B)(6) 2017 a customer reported errors 2016 bf probe error, 3021 leak sensor, s701 error and errors 2011 and 2012 air detected sample and diluent with their aia 360 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting e2, fsh, and lhii patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.